Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a scheduled device change out, the pulse generator exhibited a loss of pacing output; inducing ventricular fibrillation. The patient was externally defibrillated and emergently sent for a catheterization. The patient was stable post procedure.